Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that dealing with symptoms since 2013, they have had like 4 surgeries with these implants now. Pt said they (their implants) last 7 months because they've had a lot of trauma due to car accidents. Previously, pt had worked with an hcp at the arizona institute of urology, who had put the first two in and like within 7 months (event date asked/unknown, pt "wants to say it was 2017"). Pt said when they went to the doctor, the rep checked the batteries and said the battery is gone (or off pt was difficult to understand), there was no connection so the doctor redid the one on the right side. Pt said, again it worked great for about 7 months, the symptoms started up again just like it did in the very in the beginning. Pt said they used to have only night time symptoms but as the weeks went on pt started having bladder spasms during the day and got to where pt was peeing every 20 minutes. Another doctor told them they have a diabetic bladder. Pt said "diabetics have these bladders that overflow" so after 3 years of physical therapy, every medication possible, 2 surgeries, botox, the doctor told them sorry but there was no solution. Pt asked to have their bladder taken out and their hcp referred them to another hcp. The patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va12t3g; implanted: (B)(6) 2016; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the lead malfunctioning was by falling. No further information reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12t3g, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. The patient stated that, in (B)(6) of 2017, they started to have problems with bladder spasms and pain. Additionally, the patient reported that they double over, can't move, and that they have "morning gusher" when rolling over in bed in the morning. According to the patient their bladder releases and they cannot stop it and, for the last couple weeks, when doing things around the house, like washing their hands, it "sets off the bladder." The patient stated that they were on a new medication which may have been affecting the bladder. They were diabetic and stated that their sugar level was "out of whack" for the last month. The patient went to the ER on the friday prior to the report due to the blood sugar issues. The patient confirmed feeling stimulation at the time of the call and stated that stimulation was set at 3.9 on program 4. When asked about any falls or trauma which could have contributed to the return of symptoms the patient stated that they fell in (B)(6) 2016. The patient had an appointment with their hcp in (B)(6) 2017. Patient status is unknown at the time of this report. On 2017-03-16, it was reported that the patient requested guidelines for 3d mammogram. The patient repeated the symptoms that were previously reported and stated they would not know if the issues had been resolved until after they had met with their healthcare provider on (B)(6) 2017. On (B)(6) 2017, it was reported by the hcp that the patient's sugar levels being "out of whack" was not related to the device/therapy and there were no diagnostics performed related to the fall. An interrogation of the implant was performed in relation to the return of symptoms, bladder spasms, incontinence, and pain and found that four electrodes were inoperable. There was a reprogramming session on (B)(6) 2017. The patient was using a new program 4 and was feeling stimulation in the bicycle seat area. A resolution for the return of symptoms, bladder spasms, incontinence, and pain was in progress. Additional information was received on (B)(6) 2017, stating that the patient's lead had disconnected from the ins and all four electrodes were damaged. They stated that a manufacturer representative (rep) and a hcp checked the unit and tried to reprogram it, but it was unsuccessful. They had determined that the system needed to be replaced. Since the damage, they had pain and discomfort, bladder spasms, a "charlie horse" in their bladder, return of overactive bladder symptoms (including leaking at nig ht and changing diapers/pads), and back spasms when sleeping, which hurt. They felt like they were back to where they started before the device, when they were housebound for two years. They were afraid to leave the house again. Day by day, they continued to get worse. At night, they felt like their whole sacral area was knotted up and cramping. They also mentioned that they noticed that having their arms away from her body and just moving them a little bit, all of a sudden on their low back on the left side, it felt like someone was taking a cigarette and going up their spine and into their shoulder blade area. The doctor told them that this was the electric shocks from the ins. The only way they were okay was if they stayed in bed all day. They were wondering what could cause lead damage and disconnection and if there was a possibility of it happening again. They had a fall in, maybe, (B)(6) 2016 where they landed on their shoulder but rolled onto their back/butt area too so that could have affected something. They were going to follow-up with a hcp to discuss the system. They were going to have the system replaced on (B)(6) 2017. There were no further complications reported.